Manufacturer narrative:
Device passed displacement, and self tests. No missing segments or partial displays, white displays, flashing displays, gray/faded displays, or unexpected display anomalies were noted during testing. Device was received with severe scratches on the lcd window. The finish on the lcd window has rubbed off to the point where it does make it difficult for the user to read and navigate the menus. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated that no longer able to read insulin pump screen. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.